Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. It was unknown if the patient was treated with any medication for the event. It was subsequently reported that the patient died in the hospital. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. The patient had not recovered from the peritonitis event and pd therapy was ongoing at the time of death. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.